Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all 4 sutures used on this patient? Please provide the product code and lot number used on this patient or is it unknown? You have indicated a total of 6 cases reported. Have any of the previous 5 cases been reported to ethicon? If yes, please provide complaint numbers. Did the suture break on the 3rd day post surgery or did the suture pull through the tissue on 3rd day post surgery? What was done on post surgery day 3 to resolve the issue? Will the patient return for additional surgical procedure?

Event description:
It was reported that the patient underwent a cleft palate surgery on unknown date and the suture was used to close mucous membrane. On the third day of post-op, the suture line was broken up. The surgeon recommended the patient for re-operation after six months. Additional information has been requested.

Manufacturer narrative:
Additional information- the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch t7002 mfg date: (B)(4) 2017 , exp date: (B)(4) 2022 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Device evaluation of retained samples: all the average as well as individual needle pull-off and knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Retained samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects and no defects were observed. Functional inspection for strength was performed and all the average as well as individual needle pull-off and knot pull tensile strength values were found to meet the usp requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: t7002, nw2493 exp. Date:1/31/2022; date of mfg: 02/01/2017. T7002 nw2494 exp. Date:12/31/2021; date of mfg: 01/01/2017. T7001 nw2494 exp. Date: 12/31/2021; date of mfg: 01/01/2017. T7004 nw2493 exp. Date: 02/28/2022; date of mfg: 03/01/2017. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: 1. Please explain was there any medical or surgical intervention performed? - surgeon is not sharing. Your answers indicate that you are not able to get the exact samples used in the patient, therefore the lot number used is unknown. Is this correct? - yes. How many sutures from each lot break after the procedure: not answered did 6 sutures break in the 1 patient or did 1 suture break in 1 patient? 1 suture broke in 1 patient.